Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that the diluent filters were causing the leak. The fse replaced the diluent filters, which repaired the leak. (B)(4).

Event description:
The customer reported a leak from the coulter act diff analyzer when running startup. The volume of the leak was about 1 table spoon and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.